Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 204 mg/dl. The customer filled a new cartridge with 200 units of insulin, and successfully completed the load process.